Event description:
It was reported that the patient had an exposed anchor at the spinal level. An emergency revision was performed, and the patient was doing fine afterwards. It was reported that the patient's therapy was still good. No explant took place.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), product type extension; product ID 7434a, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient; product ID 7434-e, serial# (B)(4), implanted: 1998-(B)(6), product type programmer, patient; product ID 3587a, lot# l48360, implanted: 1998-(B)(6), product type lead; product ID 3587a, lot# l48360, implanted: 1998-(B)(6), product type lead. (B)(4).